Event description:
Information received, indicates the shoulder screws in the siderail are worn, loose and broken causing the siderails not to latch.

Manufacturer narrative:
The technician replaced all the siderail screws to repair the stretcher.